Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and video controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow subtraction and playback of cine runs. No patient serious injury or death was reported related to this event.